Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cpu and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that intermittently the device would not start (no boot). There was no pt injury or death reported.